Event description:
Patient called lfs in 6/2003 alleging one of the ot ultra test strips was damaged. Patient went to use strip and it was bent. Patient had low sugar symptoms (irritable and perspiring) at time of testing. The result was 37 mg/dl. Patient drank some juice to increase the blood glucose level. New strips were sent to make up for bent strips. No further information was reported.